Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: an introducer sheath, delivery wire and coil were returned for analysis. There was blood present in the introducer sheath and the coil was returned independently. Visual examination was carried out. The coil was inspected and it was found to be stretched. The coil was broken and the interlocking arm of the coil was not returned for analysis. There was blood on present on the fiber bundles. The delivery wire was advanced through the introducer sheath. A resistance was encountered due to blood in sheath. The delivery wire was found to be kinked. Dried blood was present on the arm of the delivery wire. This was attempted to be removed however during this attempt it was noted that the wire was damaged around the weld. Wire weld measurements could not be taken as a result. Microscopic examination was done. The interlocking arm of the coil was broken from the coil and not returned for analysis. The coil zap tip shape and surface was smooth. The interlocking arm of the delivery was inspected, blood was present and damage was noted. Dimensional inspection was done. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was used during the procedure. Please note that the dfu states: ¿vigorous flushing of the catheter and any intraluminal device either by hand injection or continuous flush must be maintained to reduce the risk of retrograde blood flow and/or thrombosis occurring in the catheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing/withdrawing the coil in the catheter." (B)(4).

Event description:
Reportable based on device analysis completed on 01jun2016. It was reported that advancing difficulties occurred. The target aneurysm was located in the severely tortuous and mildly calcified internal iliac artery. A 10mmx20cm interlock¿-35 was selected for use. During introduction outside the patient's body, it was noted the coil stopped advancing and was stuck inside the introducer sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the interlocking arm of the coil was broken from the coil.